Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted into the patient during a robot si-assisted hysterectomy with bso, bilateral, sling vaginal, transobturator tape, laterality na, robot si-assisted sacrocolpopexy, laterality na, and high uterosacral suspension procedure performed on april 7, 2017, for the treatment of vaginal vault prolapse/uterine prolapse anterior cystocele genuine stress urinary incontinence. The patient was taken to the recovery room in satisfactory condition. On (B)(6) 2022, the patient was seen for explantation of the vaginal mesh due to erosion of the mesh and pelvic pain. During the abdominal portion of the procedure, small bowel adhesions to the anterior abdominal wall were encountered during dissection. One area was deserosalized with cautery and another physician was consulted for overseweing the deserosalization at the end of the case. The patient had no evidence of infection at the sacral implantation site. She did have erosion in the posterior vaginal wall with a mesh applied between the rectum and mesh with inflammation, but no evidence of a fistula into the rectum. The peritoneum was opened and the mesh was exposed at the sacral attachment and removed with all sutures. The incision was extended to expose the entire anterior region of the mesh, which was then excised. Dissection continued posteriorly and the entire mesh was dissected and exposed and then the entire mesh was completely dissected from the vaginal cuff. Bleeding was controlled with free ties of 0 vicryl and meticulous hemostasis was achieved. Closure of enterotomy and oversewing of the serosa was then performed by the consulted physician. Prior to the (B)(6) 2022 procedure, this physician had performed a colonoscopy and an exam on this patient to evaluate if there was any involvement of the breast and retained mesh, and there was no obvious involvement, so the patient was scheduled for excision of the mesh. The patient had extensive intra-abdominal adhesions the underlying lysis of adhesions a small enterotomy was made. Operative findings during this portion of the procedure were dense intra-abdominal adhesions, with a focal small enterotomy consistent with the adhesions. The procedure was then taken over by the original mesh explantation physician. The incisions were closed and the procedure completed. The patient woke up from anesthesia, was taken to the recovery room awake, alert, in stable condition, extubated, and tolerated the procedure well with no patient complications.

Manufacturer narrative:
Block b3date of event: date of event was approximated to (B)(6) 2017, implant date as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) medical center. (B)(6). Surgeon for revision surgery: mesh explantation: dr. (B)(6). Closure of enterotomy: dr. (B)(6). (B)(6) medical health. (B)(6). Block h6: imdrf patient codes capture the reportable event of: e2101 - adhesions. E2330 - pain. E2006 - erosion. E2326 - inflammation. Imdrf impact code f1901 has been used to capture the reportable event of additional surgery and f1509 for a device revision.